Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva plus meters, within 10 minutes: hi (>600 mg/dl) system 1, and 157 mg/dl system 2. The same vial of test strips was used on both meters. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.